Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the pending revision was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. (D11) concomitant device(s): -3 peg patella, 35mm (cn: 200-02-35; sn: (B)(6)) -optetrak logic ps modular tibial insert size 4, 11mm (cn: 02-012-35-4011; sn: unk) -optetrak logic ps femoral component, cemented, left, size 4 (cn: 02-010-01-0240; sn: (B)(6)) no information provided in the following section(s): a4, a5, and d7.

Manufacturer narrative:
Pending engineering evaluation. Concomitant medical device(s): 3 peg patella, 35mm (cn: 200-02-35; sn: (B)(4)). Optetrak logic ps modular tibial insert size 4, 11mm (cn: 02-012-35-4011; sn: unk). Optetrak logic ps femoral component, cemented, left, size 4 (cn: 02-010-01-0240; sn: (B)(4)). Initial reporter's occupation: attorney.

Event description:
Index surgery: (B)(6) 2011. Pending revision of the left knee - reason unknown.